Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge and, following instructions from technical support, used an alcohol wipe or lint-free cloth to clean the pneumatic tap area on the pump. Reloading the same cartridge resolved the issue, allowing the caller to successfully load a cartridge onto the pump and resume insulin delivery.